Event description:
Rep reported ff noise shortly after implant that can be seen on hmsc recordings. Hmsc trends show increasing shock impedance, increasing ti, and increasing rv sensing. A full lead evaluation was recommended including pocket manipulation and isometrics. An x-ray was also recommended if in-office testing does not provide adequate information for the physician. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.